Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to improper placement of endoprosthesis and branch vessel occlusion.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses and another manufacturer¿s stent graft. It was reported after another manufacturer¿s stent graft was deployed in the distal site, the ctag was deployed in the proximal site. The proximal radiopaque gold band was reportedly positioned just below the left subclavian artery. When contrast agent was injected for angiography, it reportedly took a bit time to display the left subclavian artery. Moreover, blood pressure of the left hand became decreased (the mean blood-pressure value became 35mmhg). The physician reportedly said that the left subclavian artery was thought to be partially covered by the sleeve of ctag. A bare metal stent was placed in the left subclavian artery using a chimney technique. The procedure was concluded and the patient tolerated the procedure.